Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "freestyle libre started to hurt today. I sanitized the skin as instructed before application but adhesive rim became loose and today I developed swelling and white discharge at the application site. I had several malfunctioning devices before, when sensor does not register with reader, but I did not have an infection until today". No further information was reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of an adverse event or third-party treatment provided for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 6 sensors were reported (serial numbers unknown) and all sensors have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.